Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient death occurred and alarms were not sounding at the information center although visual alarms were provided. The device was in use monitoring patients.

Manufacturer narrative:
The loss of audio was related to the disconnection of the device speaker. It could not be determined if this had been done purposefully or if this occurred accidentally. The loss of audio was determined to have been a factor in the delayed in notification of the patient condition and subsequent death of the patient based on the information provided. The customer was assisted in securing the audio cable and restoring audio and was instructed that under no conditions should the cable ever be unplugged during use.